Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was unable to be verified. Evaluation inadvertently failed to test the pump for downstream occlusion detection. As the pump is no longer in its as received state cause determination of the reported symptom could not be performed. The device will be required to meet performance specifications at release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported regarding a spectrum pump that "downstream occlusion test did not pass, was too high". There was no patient involvement. No additional information is available.